Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete. The spiral wire tip of the electrode was visualized before attempted application of the electrode. When electrode not secured to the presenting part and removed from patient, the spiral wire tip of the electrode was absent. A medical intervention was required to surgically remove the missing spiral wire tip of the electrodes and the antibiotics were administered afterwards.

Event description:
The customer reported that the spiral tip of the electrode went missing.